Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported driveline power fault alarms. It should be noted that while the evaluation of the returned modular cable confirmed corrosion within the inline connector that could have contributed to the alarms, the alarms were also observed after the reported mod cable exchange. Although the reported events indicate that the alarms did not resolve until after the pump cable was cleaned, a direct correlation between the alarms and heartmate 3 lvas, serial number (B)(6) could not be conclusively established, as the patient remains ongoing on the heartmate 3 lvas. The report of the inline connector getting warmer intermittently could not be confirmed. As an additional observation, intermittent low flow events were confirmed on 23jan2020, resulting in 4 total low flow alarms. Calculated average flow ranged from 1.7-2.4 lpm for these events. A specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the low flow alarms and heartmate 3 lvas could not be conclusively established through this evaluation. The center reported that the inline connector of the pump cable was cleaned using a small brush with ¿gold lubricant¿ on (B)(6) 2020. The patient was discharged the morning of (B)(6) 2020, as the dl power fault alarm did not occur again. The system controller was returned and investigated. The modular cable was returned and investigated. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU warns to keep connectors clean and dry and away from water or liquid. Furthermore, the patient handbook contains a section on showering and instructs the patient to never submerge the driveline or other system components in water or liquid. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The IFU and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. Finally, the IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of the inline connector of driveline becoming warm is unknown. This event is also reported under MFR #2916596-2020-00698. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited clinic with driveline power fault advisory alarm, and also reported that the inline connector of driveline was getting warmer intermittently. The modular cable was replaced and the contacts between the inline connector and sc connector have been inspected and cleaned. The patient was discharged and returned with driveline power fault alarm again. The connection between the inline connector of the modular cable was cleaned again using small brush with "gold lubricant." The patient was re-admitted for further observation. The driveline power fault alarm was resolved. The clinical team reported some discoloration inside the inline connector of the modular cable which could be due to moisture ingress.